Event description:
The advocate stated the customer tested his blood glucose using his contour meter and rec'd a reading of 90 mg/dl. He retested his glucose using the advocate's meter and rec'd a reading of 249 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.